Manufacturer narrative:
Six opened knives, in sheathing, in blisters were received for the report of blunt knives. Samples were visually inspected and sample 2 and 5 were found to be conforming. Functional penetration testing was performed and both samples 2 and 5 were found to be conforming. Sample 1 and 4 were visually inspected and blade had bent tip and damaged cutting edge. Sample 3 and 6 were visually inspected and blade had damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The damage to the returned sample 1, 3, 4, 6 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of blunt knives. The returned opened sample 2 and 5 were found to be visually and functionally conforming, therefore blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Sample 2 and 5 were manufactured to specifications. The exact root cause for the damaged knife sample 1, 3, 4, 6 is unknown, therefore specific action with regards to this complaint cannot be taken. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic knives were blunt during cataract surgery. The procedure was completed and no patient impact was reported.